Manufacturer narrative:
The reported issue could not be confirmed. No sample was returned for evaluation. A potential root cause for this failure could be due to "static positive air pressure". The device history record could not be performed as lot number was unknown. The instructions for use were found adequate and state the following: "1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). 4. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."

Event description:
It was reported that the patient had trouble while using leg bags and felt like there was a vacuum at the top and urine slowly trickled into the leg bag. It was also reported that there was some brown spots in the leg bag and faced no issues with the drain bag. No medical intervention reported. Per follow up, the customer stated the urine did not flow into the bag.